Event description:
It was reported that the patient was experiencing diaphragmatic stimulation "every time the rhythm changes from a-sensing to a-pacing." It was also reported that the lead was not providing consistent capture. Reprogramming was done. It was also reported that the lead became dislodged due to a suture sleeve not anchored down and was fixed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.